Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was not fully released and the closure was unsuccessful. There was no reported patient injury. Hemostasis was achieved by manual compression. There were no visible signs of device or package damage prior to use, and the device was stored and prepared per instructions for use (IFU). A non-cordis catheter sheath introducer (csi) was used. For the procedure. There were no difficulties connecting the device or advancing it through the non-cordis sheath, and no resistance or sheath deformation was noted. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling and was locked with an audible click. Pulsatile flow was observed, and the deployment button was fully depressed with no issue noted with the deployment lever. The device and the non-cordis sheath were removed as a single unit, and upon removal, part of the plug was pulled out and partially fell from the shaft, and the indicator wire was not visible. The femoral artery was verified as suitable with appropriate angle and diameter, with mild plaque, no tortuosity, no nearby stent, and no significant stenosis. There were no pre-existing access site complications noted and no prior closure at the target site. The physician was certified in the use of the device. The procedure was interventional and a retrograde approach was used. The device will be returned for evaluation.